Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "on (B) (6) 2008, patient underwent a routine right total hip arthroplasty, patient did well post op then had gradual onset of pain in the right hip over time. Described as "start up" pain. Doctor reviewed x-rays noticing loosening of the stem on the most recent x-rays. Patient had opposite left hip replaced and is doing well. Doctor and the patient are in the process of planning a revision of the right hip stem. Stem implanted is an accolade tmzf. Patient's opposite left hip also had an accolade tmzf which is doing well".